Event description:
Per the clinic, the patient experienced an infection along the incision line (specific date not reported). Subsequently, the patient was treated with two types of oral antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient with another cochlear device however, this has not occurred at the date of this report.